Manufacturer narrative:
The full event site name is (B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A (B)(4) manager (stm) evaluated the iabp and could not duplicate the alleged malfunction. The iabp passed all calibration, functional and safety tests performed. It was then returned to the customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) generated an augmentation below limit set alarm while in use on a patient. No patient harm or adverse event was reported.